Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's wife called the rep saying they think the implant is turned off. The rep thinks the patient either let the ins deplete or he used the recharger to turn therapy off, but rep doesn't think the patient knows how to use the antenna locate feature to turn the therapy off. Rep will follow-up with the patient. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device was on and working properly. More education was given about how to read the screen and how to charge.